Manufacturer narrative:
The reported observation of ipg not charging was duplicated and confirmed during functional testing of the implantable pulse generator (ipg). The root cause of the observation was the ipg¿s charging circuitry not having the ability to maintain a coupled charge event, which would result in not allowing the ipg battery to increase its state of charge (soc). A CT scan of the pcb hybrid noted excess solder at the gate terminal of field effect transistor (fet) q3 in the ipg charging circuit, causing an electrical short between the fets gate and ground. It was concluded this contributed to the charging issue noted in the field.

Event description:
It was reported that the patient's ipg is not able to be charged. Troubleshooting was unable to resolve this issue. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
B3: event date is estimated.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 in which the ipg was explanted and replaced.